Event description:
Bilateral breast pain, premature labor, hair loss, sensitivity to light, sounds, and touch. Chronic headaches, chronic joint pains, nausea, brain fog, vision changes; too many to name. FDA safety report ID # (B)(4).